Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Per the reporter on (B)(6) 2021, post-exchange vault was slightly decreased as 1 - 1.25ct. Surgeon decided the vault ws resolved when he saw the slit I amp after exchanging the lens.